Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue and deposit on the outer housing of the progav 2.0, was determined but no significant deformations or damage. Permeability test: a permeability test has shown that the m.blue and the progav 2.0 are permeable, but the control reservoir is not. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the two valves do not operate within the permissible tolerance in their respective relevant positions. A slower outflow of both valves could be detected. Adjustment test: both valves were tested and were not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of both valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine slower outflow and non-adjustability at the valves. The deposits visible in the valves may have led to the functional impairment. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2022 (not consistent with the production date) according to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 45 months (3 years). Weight: unknown. Height: unknown. Gender: male.